Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump emitted a call service alarm. The reporter was unable to troubleshoot. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed no related issues or alarms; data from the date of complaint had been overwritten due to continued pump use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No internal damage or defects were found with evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.